Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected failed battery test, battery out limit or weak battery alarm noted. Insulin pump passed the error test. No alarm noted. However, an alarm found in the alarm history files due to corrupted history file. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a nurse called for assistance to upload carlink on the pump. The customer's blood glucose level was 161 mg/dl. The customer states that the basal was not programmed and stated that their doctor also had trouble uploading the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.